Event description:
The hospital reported that half way through the endoscopic vein harvesting procedure, the surgeon did not have a good cut while cauterizing the vein. It was discovered that the silicon jaw boot came off from the device. The jaw boot was retrieved through the original incision. There was no additional medical or surgical intervention required. A replacement device was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot insulation was completely detached from tissue welder's cold jaws. No other mechanical or electrical performance non-conformities were found. There reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.